Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, when the device was programmed for dft testing, the device appeared to deliver the highest voltage and not the lowest programmed voltage. Reinterrogating the device triggered a device parameter error message was observed. The device was reprogrammed and further dft testing was appropriate.